Manufacturer narrative:
Upon further evaluation, service observed the image was blurry, and found it was due to a stain on the image guide bundle. A leak was observed in the instrument channel due to a pinhole in the tube. The image guide cover and center joint demonstrated corrosion from fluid ingress. Switch #2 did not work due to corrosion of the switch box. The control unit was damaged, and the control body had discoloration. The bending tube was damaged, and the connecting tube was deformed. The scope cover and cover lens were dirty, and the grip had discoloration. The distal end was shaved and dirty. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported image problems with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that due to clogging of the working channel (channel mount unit), foreign material (blood) exited the distal end of the channel. This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to insufficient reprocessing. However, the specific root cause could not be determined at this time. User may prevent or reduce the suggested event by following the instructions for use (IFU): "all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfection or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.